Manufacturer narrative:
A visual examination of the returned device found the basket to be closed/retracted and the side car-rx presented pushback out of specification. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the side car-rx presented pushback out of specification. Most likely the device was without issue until after multiple passes into the duct. The complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedure factors encountered during the procedure performance was limited, therefore, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic sphincterotomy (est) procedure on (B)(6) 2015. According to the complainant, during the procedure, after several attempts to insert the device through the bile duct, it was noted that the side car - rx (guidewire port) was noted to be pushed back. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic sphincterotomy (est) procedure on (B)(6) 2015. According to the complainant, during the procedure, after several attempts to insert the device through the bile duct, it was noted that the side car - rx (guidewire port) was noted to be pushed back. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."